Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was 503 mg/dl. The customer treated their high blood glucose with manual injections. The customer stated that there were no significant events that could have led to the issue. The customer was informed that (B)(4) aaa alkaline batteries are most effective. The customer states that the insulin pump alarmed after a battery change. Customer states the batteries were out of pump greater than duration allowed by the insulin pump. The customer was informed that the alarm was a normal insulin pump behavior. The customer was informed that a new battery cap will be shipped to them. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.